Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display was blank currently. Customer stated the contacts on the battery cap were missing. Customer stated that insulin pump was not turning on and not accepting the battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged battery cap damage and blank display found on (B)(6) 2022. Pump passed displacement test, sleep current test, and sleep current test. Pump fails self test due to pump error. No unexpected power loss alarms/alerts during testing. No blank display anomalies during testing. Pump successfully downloaded to thus. Confirmed pump error on (B)(6) 2022 at start time 08:32:58.000 variable 03. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint at pin 6. No power loss alarms/alerts listed in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on motor assembly. The following were noted during visual inspection: cracked reservoir tube lip, cracked keypad overlay, missing display window/cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, faded end cap address label, cracked retainer, and partially detached retainer. Blank display not confirmed during testing. Did not receive battery cap damage with pump, battery cap damage unknown. Pump error 63 was confirmed during self test due to cracked solder joint on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom

Manufacturer narrative:
Updated h9: (B)(4) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.